Event description:
Caller reported they did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence on multiple occasions. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin.